Event description:
The iab was removed from the pt on 1/24/97 at 1:00 p.m. The iab did not malfunction. As a result of the event, the pt had thrombocytopenia. (Event complications: thrombocytopenia-reported 7/7/97). (Pt's current status: discharged-reported 7/7/97).